Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The surgeon held down the blue button on the powered handle and started the second firing. However, the device stopped on the 5mm firing. The surgeon stood for a few minutes, then pushed the blue button again and started the firing more 5mm. However, the device stopped. Replaced by a new reload, however, the same event occurred. The status indicators were illuminated green and the firing process indicators were not illuminated. Replaced by a manual handle and the firing was completed. After that, connected a new reload to the device in question for trial, and the firing was successful. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.